Event description:
It was reported that the patient experienced syncope and fell down. It was also reported that the right ventricular lead had high and varying thresholds and varying impedance. The lead was explanted and replaced. During the explant procedure the lead was damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned for analysis and the distal conductor was fractured. It was also noted that all the lead conductors were distorted, the outer insulation was breached/cut, the outer insulation had a cosmetic depression, the helix mechanism was distorted/bent, and there was blood in/on the helix/lobe mechanism and sleevehead.